Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(6), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient stated that they were in a car accident on (B)(6) and after the accident the stimulator ¿just stopped.¿ it was noted that the patient had been unable to turn it on or charge it. The caller stated that they did an x-ray and CT scan but they ¿did not show if maybe the wires came loose¿ or if they were still connected. The patient stated that their stimulator was working right before they got hit but had not worked since. It was further reported that there was a communication problem. The patient stated that they were in a car accident in may. It was noted that the patient was ¿pushed 39 feet from a dead stop.¿ the patient stated that prior to the accident their device was working fine. The patient stated that when they were in the emergency room (ER) after the accident the patient told ¿them¿ that they had an implantable neurostimulator (ins) that was not working. The patient stated they conducted a CT scan and an x-ray in the ER. The patient stated that since the accident the recharger had not recognized the implant. The caller reported that their therapy was not working as expected. It was noted that the patient called a manufacturer representative and they would see the patient at their next appointment. Additional information was requested but was not available at the date of this report.